Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head case was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer head case and our knowledge of the product. Results: visual inspection of the photographs revealed cracked lines at the middle of the upper head case and chipping of plastic edge in that area. A cracked line was also visible at the head clip area along with some apparent crazing. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. It must be noted that the complaint unit is over 10 years old and thus the cracking could also be the result of impact damage and wear and tear while moving the warmer between wards. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives on 2 june 2010 we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A healthcare facility in (B)(6) reported that the upper heater head case of a iw934 cosycot infant warmer was cracked there was no patient involvement.